Event description:
The customer's father reported via phone call that the insulin pump experienced a blank display and that the batteries had only been lasting one day in the insulin pump. The customer's blood glucose was 54 mg/dl. While troubleshooting, the customer confirmed that the insulin pump had not been dropped, bumped or exposed to moisture. The customer stated that the battery compartment and the spring were neither damaged nor corroded. Troubleshooting was not fully completed because, the call with the customer was disconnected. The customer was advised that the insulin pump would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump was received with a blank display due to severely corroded battery tube and battery cap contacts. Unable to perform the displacement test, operating currents, low battery alert or off no power test due to the blank display. The pump also had a cracked lcd window, a cracked case at the lcd window corner, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.